Event description:
Complaint rec'd as follows: "product was being used in theatre, green part disconnected and lodged in pt."

Manufacturer narrative:
Green plastic part came off suction and ended up in pt's umbilicus. Remaining stock x 5 removed. We have the broken part but not the tubing. Based on the available info, the ae is deemed serious as it required a surgical intervention to retrieve the broken off piece of the suction device. No other details are known to us as at now. From a clinical perspective, a causal relationship between the op-flex set poole and this event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. Efforts to obtain further info on the circumstances of this event and the pt's details have not proves successful so far. It's unclear, based on the info provided so far the place of disconnection. One unused sample was rec'd with the reference to this complaint. Complaint order (B)(4) was produced in (B)(4) 2011. DHR was reviewed and there were no deviations initiated for these order. Sample was tested (see test protocol 16 of 31 may 2013). The results are ok. Add'l info from the customer is being requested to investigate the issue further. Note: the actual date of event is unk, so the date used was the date convatec become aware. Reported to the FDA on (B)(4) 2013. (B)(4).